Event description:
It was that during a pph procedure, the surgeon reports that the staple line was well formed on 50% of the staple line, however, the staples did not deploy on the other 50%. The surgeon completed the case with suture and harmonic scalpel. The procedure time was increased by thirty minutes and there was a 20cc blood loss. There were no patient consequences.

Manufacturer narrative:
(B)(4).